Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical aortic valve, the delivery catheter system (dcs) was unable to cross through the surgical aortic valve. It was reported that the patient had a previous ascending aorta replacement and difficult anatomy including horizontal aorta and sinus of valsalva (sov) enlargement. The dcs was retrieved from the patient and the valve was not implanted. The patient's condition worsened during hospitalization and subsequently the patient died. The cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
Conclusion: the product was not returned. Device history records (DHR) review were performed on the delivery catheter system (dcs) lots and there were no correlations / issues identified regarding manufacturing. The devices were manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that the dcs could not be advanced to cross through the surgical aortic valve with three attempted dcs. The reported ¿white¿ capsules of the three dcs most likely described delamination on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the patient had difficult anatomy including horizontal aorta and sinus of valsalva (sov) enlargement. This indicated that the probable cause of the advancement difficulties was challenging patient anatomy. The dcs was retrieved from the patient and the valve was not implanted. The patient's condition worsened during hospitalization and subsequently the patient died. The cause of death was unknown. With the information available, a relationship between the three dcs and the dea th could not be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated data: method and conclusion codes apply to all dcs medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID enveor-l serial/lot (B)(4) use by date 2020-04-22 UDI (B)(4). Two enveor-l from this lot were used. Additional information was received that three delivery catheter systems (dcs) were attempted, however all three systems were unable to cross the previously implanted surgical aortic valve. It was reported that the capsule of the three systems had "become white". If information is provided in the future, a supplemental report will be issued.